Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "it had to be removed due to rupture, and the patient shows no apparent signs that would justify the rupture." Additional information received from the emergency care report: notification to assess a 76-year-old woman brought in by ambulance, referred from the el molar emergency care unit for left hip pain with functional impairment since midday. She denies any recent fall or trauma. X-ray of pelvis and left hip: fracture of left hip nail. Device had to be explanted. The patient was revised with a hip prosthesis.

Event description:
As reported: "it had to be removed due to rupture, and the patient shows no apparent signs that would justify the rupture." Additional information received from the emergency care report : notification to assess a 76-year-old woman brought in by ambulance, referred from the el molar emergency care unit for left hip pain with functional impairment since midday. She denies any recent fall or trauma. X-ray of pelvis and left hip: fracture of left hip nail. Device had to be explanted. The patient was revised with a hip prosthesis.

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned and h6 (health impact code). A device inspection was not possible since the affected device was not returned. A picture of the explanted device was provided, showing that the nail is fractured at the level of the lag screw hole, thereby confirming the reported event. However, the image lacks sufficient detail to identify the catalog number, lot number, or other relevant product information, and it does not allow determination of the root cause of the breakage. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.